Manufacturer narrative:
Correction: relevant tests/laboratory data-the relevant tests/laboratory data statement was not included in the initial report.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead was found dislodged. The patient presented for an atrial lead revision on (B)(6) 2020. Before the physician began the procedure, he used fluoroscopy to confirm the lead's position. Under fluoroscopy, it was found very apparent that the lead had dislodged and wedged itself up in the superior vena cava vessel. The lead was explanted and replaced. The patient was stable.